Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation received alleging injury, economic loss, elevated cobalt and chromium metal ion levels, pain, stiffness, discomfort, weakness which negatively affected the plaintiff's mobility, limitations in the ability to perform normal physical abilities, anxiety, metal toxicity, suffering and emotional distress. Doi: (B)(6) 2009 - dor: (B)(6) 2019 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H6 patient code: no code available (3191) is used to capture blood heavy metal increased and device revision or replacement if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of the medical records the patient was revised to address metallosis, pain, function limitation secondary to adverse local tissue reaction. Operative note reported a large fluid-filled pseudotumor with a metal stained tissue on deep dissection of the posterior capsule and capsular debridement was performed. Doi: (B)(6) 2009: dor: (B)(6) 2019; left hip.